Manufacturer narrative:
Pr (B)(4) follow up report for correction. Date of event was incorrect in the initial MDR, the date should be 01/05/24, the date received by manufacturer. Lot# 3199004 was incorrectly added to the initial MDR. The lot# for this MDR should only be unknown. H3 other text : see narrative below.

Event description:
No additional information was provided.

Event description:
Additional information: the customer reports that there is a problem in several batches and in other units of the group, however lot number is unknown.

Manufacturer narrative:
Photo and video received by our quality team for investigation. Upon visual inspection, it can be observed that the syringe is lubricated, with what appears to be silicone. Unable to confirm foreign matter, physical samples are require to further analyze and identify. A device history review was performed for reported lot 3199004, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retention samples from the same lot were evaluated, no defects or issues observed. Quantification of silicone performed on the retained samples were within specification. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Manufacturer narrative:
D.4: other lot number includes 3199004 and other expiration date includes 2028-07-31. H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4: other lot number device manufacture date is 2023-07-18.

Event description:
It was reported that the bd syringe plastipak 5ml s/su contained foreign matter. The following information was provided by the initial reporter translated from portuguese to english: "the hospital received notifications from an anesthesiologist who identified the accumulation of some liquid or substance on the syringe plunger. The customer reports that there is a problem in several batches and in other units of the group." Additional information provided on could you confirm the quantity of the product that was affected? A: problem identified in 1 syringe, but 183 syringes from the same batch were segregated in quarantine, sealed. Was the reported incident observed before, during or after use on the patient? A: it was observed before drug aspiration by an anesthesiologist. Was there any harm to the patient/healthcare professional? (Detail) a:no. Was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, drug administration, etc.)? (Details) a:no. Is the sample related to the incident available for analysis? If so, how many units? (We collect a maximum of 10 units for analysis purposes) a: no. Syringes from the same batch are available for analysis, 183 units. How many units are available for collection? A: 183 units in quarantine is the sample contaminated? If yes, state the substance. A:no has anvisa already been notified? If so, what was the notification number? A: it has not been notified. If possible, could you confirm the type of liquid or substance that has accumulated in the plunger? A: it appears to be a build-up of lubrication on the plunger, in excessive quantity.